Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. High blood glucose value of 440 mg/dl was also reported. Patient's current blood glucose value: 303 mg/dl. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low bg. Based on customer report customer does not allege pump was over delivering. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. The product was not returned for analysis.